Event description:
During the initial assessment of a returned homechoice pro machine, a baxter technician identified an increased intra-peritoneal volume (iipv) event in the logs. The iipv occurred on (B)(6) 2012 at 23:20 during cycle 5. The cycle 5 ultrafiltration reading was 1843 ml, indicating the patient drained 1843 ml more than their maximum programmed fill volume of 2100 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause was use error; the tidal total uf removal set too low..